Manufacturer narrative:
Product evaluation: the product was returned for analysis in a specimen container in a clear watery fluid. Optic damage was observed. The reported complaint could not be verified since the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Additional information was provided, which indicated a qualified cartridge was used with the handpiece and the viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. It is unknown if the qualified viscoelastic from the duo pack was used. The root cause could not be determined for photic phenomenon issues or poor clarity of vision. Lens damage was observed, and due to the damage, evaluation of the optical properties could not be done. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The product history and batch records were reviewed, and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implantation procedure, the patient complained of halos around lights and poor clarity of vision day and night in the operative eye. The patient was diagnosed with dysphotopsia, and the iol was exchanged with another iol. Additional information was received indicating that the patient's symptoms have resolved.